Event description:
A malfunction was reported on the pump, showing a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Despite not being reset in the last 24 hours, the customer experienced at least three occurrences of this malfunction, and the pump was in warranty. As a corrective measure, the customer was instructed by technical support to switch to multiple daily injections as a backup therapy while waiting for a replacement pump. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump using the provided pre-paid label within 10 days.